Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the battery being depleted and out of calibration. The battery was replaced to resolve the report. The device was recertified and returned to the customer. The customer and onsite caqrm were provided battery management information for discussion and improvement of their battery management program. Analysis of reports of this type has not identified an increase in trend.